Manufacturer narrative:
A sample has not been returned for investigation. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that during a cataract removal with intraocular lens (iol) implant procedure, the injector plunger was noted to be bent and was not contacting the lens properly when delivering the lens into the eye. No patient harm was reported, and the procedure was able to be completed on the same day. The reporter was unwilling to provide further information.